Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report their receiver powered down on it's own and ceased to function on (B)(6)2015. Patient did not report any injury or medical intervention at this time of contact with dexcom technical support. No additional event or patient information is available.